Manufacturer narrative:
H6: device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that negative pressure was held for about 13-14 seconds when the contrast agent was completely withdrawn. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is unknown if the IFU deviation contributed to the reported event. The reported patient effect of surgical procedure as listed in the graftmaster rx, IFU, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported deflation problem, difficult to remove and malposition of the stent; however, the reported failure to advance and difficult to advance/position in addition to the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Additional reported information indicates that the patient presented with myocardial infarction. The second 2.8x19 mm stent fully deployed and there was resistance noted when removing the delivery system as the balloon was only partially deflated. Negative pressure was held for about 13-14 seconds when the contrast agent was completely withdrawn. The surgery was performed and the patient is recovering. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two graftmaster devices referenced are being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the left anterior descending (lad) coronary artery. Post dilatation with an unspecified nc balloon dilatation catheter (bdc) resulted in a perforation at the distal end of the previously implanted stent. A 2.8x19 mm graftmaster covered stent was implanted to seal the perforation and the patient returned to the inpatient ward. Over half an hour later, the patient experienced pericardial tamponade and an angiography showed that the middle of the graftmaster covered stent was broken so a second 2.8x19 mm graftmaster was deployed at 15 atmospheres. There was resistance withdrawing the delivery system and it pulled the second graftmaster stent back to the proximal lad. The stent could not be returned to the original position and the balloon was only partially deflated, so the stent was implanted where it was located. A third, 3.5x19 mm graftmaster was planned to be used to cover the perforation and it was found that the graftmaster could not advance through the second implanted graftmaster stent. It also could not be withdrawn into the guide catheter; therefore, it was removed with the guiding catheter. The patient was referred to another hospital for surgery to seal the perforation. The surgery was performed, and the patient is recovering. No additional information was provided.